Event description:
A distributor reported a malfunction incident involving a pump, identified by the malfunction code malf 1, which occurred in denmark on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level as a result of the issue. Technical support instructed the customer on how to place the pump into storage mode and provided a pre-paid shipping label for returning the problematic pump. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery and acknowledged understanding of the instructions. A replacement pump with the serial number (B)(6) was issued.